Event description:
(B)(4) event occurred in united states. The patient's mother stated that the infusion set had bent cannula and was hospitalized due to diabetic ketoacidosis. The patient reported signs and symptoms of vomiting, nausea and was grouchy. The patient's blood glucose level was 500 mg/dl with large ketones. The patient received intravenous fluids, insulin drop, calcium drops and some unspecified intravenous drop as corrective treatment. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.